Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered an error c-34 on the erbe generator. The customer hard power cycled the system and the erbe, but the error remained. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and confirmed the reported error. The tse asked the customer how the erbe was plugged into power, the customer responded that the power cable was plugged into a power strip. The customer moved it to a dedicated outlet, but the issue remained. The customer opted to use another electrosurgical unit for the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using well-known system and on startup error c-34 appeared. The probable root cause could be attributed to faulty electrical components inside the iesu throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.